Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021 for treatment of stones. The ercp was successfully completed with the patient in the prone position. However, while extubating the exalt model d scope, a long and deep tear likely from looping was noticed at the gastroesophageal junction. The tear was treated with 12 clips. It was reported that the cause of the tear is unknown but the pressure of the scope could have been a potential cause.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.